Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Torque is a factor; however, pneumo loss has also occurred during the insertion of the camera. There is a very distinct whistling noise that occurs, but they are unable to identify where the leak is coming from. The surgeon is frustrated. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastric sleeve procedure, the devices were losing pneumo. Another device, excel without optiview tech, worked much better with minimal pneumo loss. The case was completed with no patient consequence. The devices were discarded.